Event description:
Information received with return of the explanted device notes that the patient was seen at the hospital due to fever and chills caused by infection. The device exhibited loss of sensing and capture and lead impedance had dropped from 650 ohms to 386 ohms since implant two weeks prior. The physician increased the voltage of the pulse generator, but loss of capture still occurred.